Manufacturer narrative:
Per the clinic, the patient also was hospitalized on (B)(6) 2024, for five days. Device analysis report attached. This report is submitted on april 17, 2024.

Manufacturer narrative:
This report is submitted on march 13, 2024.

Event description:
Per the clinic, the patient experienced an mrsa infection at closure site and subsequently was treated with IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and reimplantation is planned but had not taken place at the time of this report.